Event description:
It was reported that the implantable pulse generator (ipg) exhibited intermittent pacing spikes, alleged intermittent loss of capture and pacing below lower rate. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.